Event description:
It was reported that this patient with a pacemaker developed a hematoma. A pocket evacuation was performed a week after the implant procedure. The patient expired a week later. The field representative later reported that the cause of death was coma secondary to a stroke that had occurred late the previous. The physician did not believe the device or related procedures caused or contributed to the patient's passing.